Event description:
A (B)(6) female patient contacted lifecor customer support to report that the siren alarms continues to go off constantly. A recent download shows several automatic events that look to be caused by noise. A recent manual recording indicated that there may be a problem with the electrode belt. Support sent a patient services representative (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown, but appeared to be caused by a cut in the outer insulation of the wires. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.